Event description:
It was reported that automatic mode switching (ams) episodes occurred since the patient's last check-up, noise was picked up on the atrial lead, and lead impedance had decreased from 368 ohms to 267 ohms bipolar. The atrial lead impedance trend showed many measurements stable within the 200 to 400 ohms range with a slight decrease over time, with meas- urements below 200 ohms. The patient would be monitored, and more tests would be performed at the next follow-up.

Manufacturer narrative:
Na